Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope displayed a noisy image on the screen. The issue was identified during service / maintenance. There were no reports of patient involvement.